Event description:
The reporter indicated that during the implant, the lead was positioned into the ventricle under fluoroscopy. Then the lead coil was found to be extended at approx 1.5 cm from the distal tip. The lead was removed from pt's body.